Event description:
It was reported the head section of the eye surgery stretcher dropped 10 cm during surgery. It was further reported at the time of the alleged incident, the operator was sitting with a cystotome (sharp needle) in the patient's eye. Allegedly, the incident caused a tear in the capsule, and the lens being implanted was not able to be fitted optimally. It is further alleged the result of the operation in terms of vision is possibly less than might have been expected. It is reported the patient himself is otherwise satisfied with the result of the operation.

Manufacturer narrative:
The user is unable to identify the specific unit involved in the alleged incident, as it was not documented. An investigation is currently underway.